Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿early failure of articular surface replacement xl total hip arthroplasty¿ by garen d. Steele, md, thjomas k. Fehring, md, susan m. Odum, med, anne c. Dennos, bs, and matthew c. Nadaud, md published by the journal of arthroplasty vol. 26 no. 6 suppl. 1 2011 was reviewed for MDR reportability. The article discusses failure rate percentages of the asr xl system encompassing a study of 105 hips in 95 patients that received implantations between 2006 and 2008 with an average follow-up of 37 months. The article informs readers that 54 women and 41 men with average of 49 years (16-71 years) are in the data set but does not separate date into specific cases relating to specific events. The study includes use of womac scoring (a clinical patient experience survey that entails pain, stiffness, and functional limitation). It is noted that 4 patients had abduction angles greater than 50 degrees (52, 52, 55, 57, respectively). The article reports 16 revisions were completed at an average 1.6 years for reason(s): acetabular component loosening (8), metallosis (4), infection (2), periprosthetic fracture (1), and acetabular implant malposition (1). The article also includes date of the remaining 89 unrevised hips that 3 had radiological evidence of femoral loosening. Additionally, of the remaining 86 unrevised, 6 had radiological evidence of acetabular loosening and 11 had womac score below 70. Patient harms reported with asr xl system include: pain, metallosis, infection, fracture (anatomical location unknown), stiffness, and unspecified functional limitation product related events: malpositioning, loosening (acetabular and femoral).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.